Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) states she was charging her ins yesterday, and after she got to 90% she saw a message saying 'call medtronic' but could provide no further info. The controller was not displaying this at the time of the call. The caller went on to say that last night after the message had appeared she was laying down and felt that side of her body, where the ins is, warming up and confirmed yes when asked if it was around the ins. Agent reviewed that the pt can consult with doc on the warmth but the patient should take a picture or write down info as to what the message is if it appears again.